Manufacturer narrative:
Inspection of the soft cannula found no bends or kinks. Fluid was able to freely flow through the fluid path. A leak test was performed and no leaks were found. The device generated an 0x10 alarm, indicating reset caused by sawcop expiration. No timeouts or drive stalls were seen in the data. Inspection of the device found no damages or defects that would contribute to the generation of the alarm. During the investigation the device completed a 5 unit bolus and did not replicate the alarm. The cause of the alarm could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose levels reached 24.9 mmol/l (448.2 mg/dl). The pod was worn between 24 and 36 hours on the abdomen. It was noted that the cannula was bent. Hyperglycemia treated with manual injection and a new pod.